Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the reported event of breakage. Previous investigations found the cause is attributed to the raw materials used for this device were not relevant for the design requirements. The material was changed to x17u4 at the plate junction and mx455 was changed at the tip via eco 366283; depuy CAPA (B)(4). The complaint sample was manufactured prior to the changes. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Rod for the reaming ghide holder is broke.